Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provide a lot number, or any identification traceable to the manufacturing documentation. This product is not approved nor have we conducted studies for dermatological use. No conclusions can be drawn. This report mailed in to FDA on: 12/21/2007. Additional information was requested on 11/29/2007 by mail. A completed questionnaire was returned with additional information provided from a dermatologist on 12/11/2007.

Event description:
A dermatologist reported a patient had this product implanted by another physician for acne scars on her face. She also had restylane implants in some of the scars. She then had aluma treatments and developed granulomas, described as erythematous macules, papules and plaques in the areas of lymphatic drainage of all of these implant sites. The patient was treated with medication. The outcome of the event was reported as "good" by the dermatologist.